Event description:
A malfunction was reported on the customer's pump. The customer¿s blood glucose (bg) level displayed as "high"; although a specific value was not provided. The customer took no action to address the elevated bg and contacted tandem for assistance. Tandem's technical support provided guidance on resetting the pump. After resetting the device, the malfunction code did not recur, and the customer was advised to continue using the pump. There was no additional information regarding any lasting outcomes from the event.